Manufacturer narrative:
Other relevant device(s) are: product ID: 3487a, serial/lot #: unknown. Report source: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that there was one group with four programs. Out of regulation (oor) error displayed on the patient controller. The patient cannot increase the intensity of stimulation ma, even the pulse width or frequency from their patient controller. There was high impedance on the leads. No further complications were reported or anticipated. Additional information received reported that the patient was not feeling stimulation. They tried to change programs and adjust frequency/pulse width. It was also noted that on some of the electrodes impedances were higher than 4,000. The oor message was resolved by adjusting the program. The patient was scheduled for a lead revision. No further complications were reported or anticipated.